Event description:
It was initially reported that a patient was not getting therapeutic effect since the charger was "dead and not working." This had started about two days prior to the report. Approximately three weeks later it was reported that there had been a loss of therapeutic effect. It was stated the patient was having a lot of pain which started about one week prior to the report. It was stated that the patient was not getting the same relief from the device as she had done in the past. An appointment with manufacturer representative was scheduled for one week after the report. One week later it was reported that, for the past 1 month, the patient would get to her comfortable setting and within 5 minutes she would lose her stimulation. It was reported that she then would check her patient programmer by pressing the on/off button and that she did not press the sync key. There was no fall or trauma stated. It was stated that besides that she felt great stimulation. It was reported she was on high setting and kept her stimulator charged everyday and that if the battery was between 25-50% she would charge. It was reported that it was not positional stimulation and that she couldn't maintain her stimulation on. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was reported that a patient was still having concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. The patient an appointment scheduled for (B)(6) 2013.

Event description:
Upon further review, it was reported that the patient did not feel stimulation. It was noted that all of a sudden it would be too strong in the patient¿s stomach. It was reported that the patient would turn it back down and then would not feel it.

Manufacturer narrative:
Concomitant products: product ID 37752, serial #(B)(4), product type recharger; product ID 3888-45, lot # v498309, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v498309, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v498309, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v498309, implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial #(B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial #(B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).